Manufacturer narrative:
This report was filed in error, all information regarding the complaint was reported in MDR 2518422-2023-04886. Any additional information will be reported under (B)(4).

Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed to deliver the prescribed pressure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed to deliver the prescribed pressure. There was no harm or injury reported. A correction follow-up report was previously submitted indicating that the initial report was filed in error and all information regarding the complaint was reported in MDR 2518422-2023-04886. This correction report was filed in error. This report, MDR 2518422-2023-02037, is valid and a follow-up report is being submitted to document the evaluation of components from the device, trilogy evo o2 international serial number (B)(6). The device was returned to a third-party service center for evaluation and a determination was made that the pressure sensor on the system board was defective. In addition, the in-line filter, oxygen blending module (obm) subassembly, and machine flow sensor were contaminated, likely from ambient sources that can lead to dust build-up. The system board, in-line filter, obm subassembly, air inlet foam, and machine flow sensor were replaced and the device passed all subsequent performance testing. The replaced system board, obm subassembly, and machine flow sensor were sent to the philips product investigation lab (pil) for investigation. Visual inspection of the system board found no defects. The system board was tested without any failures, alarms, or error codes. Pil was unable to duplicate the failure of the system board. Pil has determined that the system board functions as designed. Pil visually inspected the obm subassembly and machine flow sensor and observed dust and dirt in the input of the obm and on the flow sensor, but determined that the contamination did not cause performance errors.